Manufacturer narrative:
Reliability analysis (it mass update): they evaluated 3 random sealed infusion sets. They performed a hand prime using a new lab reservoir. Visual diluent was flowing throughout the infusion set and was out of the catheter tip. The infusion sets passed per inspection and were not occluded. No anomalies were found during analysis. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she cannot get enough insulin to get out of the needle. Customer stated that she had a no delivery alarm. Customer stated that she was alternating between different types of infusion sets. Customer stated that the insulin would only go up so far in the line and then she would get a no delivery alarm. Customer tried several different things and nothing seemed to work. Customer stated that she opened a different box of quick sets and she has used it without any problems. Customer's blood glucose was 190 mg/dl. Customer reported that the alarm was resolved by a complete set change.